Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a basal rate of 6.75 versus 0.675 units/hour. Customer's blood glucose was 58 mg/dl. Tandem technical support assisted customer with correcting basal rate setting.